Event description:
During an implant procedure, a high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures, however an internal short was noted between the conductor paths due to an over-torqued inner coil inside the connector region. Visual and x-ray inspections of the lead did not reveal any anomalies, except for procedural damage.